Event description:
Dexcom g7 cgm sensor became detached from the adhesive patch approximately 30 minutes after it was applied. The sensor came detached from the filament - we were unable to detect the filament in the patient's skin. Patient suffered no injury we could detect. Not clinically indicated.